Event description:
The customer reported via phone call that she had a low blood glucose and was sent to the hospital. Customer stated that her daughter found her unresponsive. Customer's blood glucose was 24 mg/dl at the time of the incident. Customer's current blood glucose was 189 mg/dl. Customer treated with juice and had been experiencing low blood glucose for about 3 months before she was on the pump. The paramedics came to the house and the perceived cause of the low blood glucose was that the customer's other illness caused her to not be able to eat. Customer thinks that this caused the low blood glucose. Customer stated that the reservoir is showing more insulin than what is shown on the status screen. Customer was advised to follow-up with her health care professional.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.